Event description:
Reportedly the user's hearing performance with the device is affected. The clinic reported that the user has extra cochlear channels. Electrode insertion during initial implantation was incomplete. According to the clinic there has been no migration of the device since the initial implantation. Re-implantation surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing performance with the device is affected. Electrode insertion during initial implantation was incomplete due to ossification with 3 extra-cochlear channels. Another channel has been deactivated as it is believed this channel might be at or near the edge of the cochlea. According to the clinic there has been no migration of the device since the initial implantation. Reportedly the user has still 6 active channels available for stimulation. The user will be re-implanted on 16.oct.2023.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to an incomplete insertion of the active electrode in the cochlea. Reportedly three channels are extra-cochlear and one more channel might be at/near the edge of the cochlea. Further, two additional channels have been disabled due to undetermined reasons. Re-implantation is planned in october 2023.

Event description:
Reportedly the user's hearing performance with the device is affected. Electrode insertion during initial implantation was incomplete due to ossification with 3 extra-cochlear channels. Another channel has been deactivated as it is believed this channel might at or near the edge of the cochlea. According to the clinic there has been no migration of the device since the initial implantation. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to an incomplete insertion of the active electrode in the cochlea. Reportedly three channels are extra-cochlear and one more channel is at the edge of the cochlea. Further, two additional channels have been disabled due to undetermined reasons. This is final report.